Event description:
A customer reported that the charging port on a device was "loose, and the charging wire did not stay attached well". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.